Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. It was also reported that the patient had undergone an MRI scan after implantation of the device. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ (B)(4). Please note that the original emdr submission on 12/18/15 failed due to FDA system issues. This report is being resubmitted past the due date because of an ack 3 error from FDA. No issue has been identified with the report and it is being resubmitted without any changes. The following error message was received following the initial submission: ¿this group of submissions could not be processed because at least 1 submission failed hl7 validation. The following message is the first error that was encountered: null start of root element expected.¿

Event description:
It was reported to medtronic neurosurgery that the patient had their valve implanted in 2005. According to the report, after an MRI, the pressure level setting of the valve sticks at 2.0 and is hard to adjust. According to the report, the patient valve is normally set at pressure level 1.0, which has moved to 1.5. Reportedly, the pressure level settings of the valve alter when the patient passes through airport security scanners. The report stated that the patient is having headaches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.